Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314trg, implantable cardioverter defibrillator (ICD), (B)(6) 2012; 4968, implantable pacing lead, (B)(6) 2008; 5076, implantable pacing lead, (B)(6) 2008. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead's superior vena cava (svc) impedance was varying and high. An svc fracture was suspected. The svc portion of the lead was programmed off and the lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the high voltage portion of the lead was capped. The pace/sense portion of the lead remains in use.